Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation two cracks were confirmed on the lens optic and a haptic was cut after implantation. The lens was explanted and the surgery was completed after replacing the lens with another one. It is unknown what lens was implanted after explantation. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Video was provided and the reported complaints was observed. The reporting facility did not provide a lot number or any identification of the product. Video review: video provided shows iol implantation. Lens preparation for the advancement is not provided. When the cartridge comes in the picture, the lens is advanced at the wound guard. It appears that there is not enough ovd (ophthalmic viscosurgical device ) in the cartridge - ovd line is visible at the mid-nozzle tip. As the lens is advanced, it appears that the lens resists to move through the nozzle tip. The plunger rides over the iol optic as it pushes the lens forward. Before the lens is fully implanted, the lens resists to advance to release from the nozzle, the pressure on the nozzle tip to remain in the incision is lost and the nozzle tip slips out of the incision before the lens is fully implanted. The lens remains in the incision and is pushed though the incision with additional instrumentation. The optic has marks/ lines. Trailing haptic is broken/torn and is removed. The lens is cut in half and is removed. A new lens is successfully implanted. Resistance of the lens advancement was observed. The plunger was advanced over the lens as the lens was progressed through the cartridge tip, which most likely caused haptic breakage and lens damage. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).